Event description:
Second revision surgery - due to the patient having a quad tension tear. The surgeon repaired the rear and replaced the poly.

Manufacturer narrative:
The reason for this revision surgery was to repair a quad tension tear after 1.2 years of patient use and implanting a new prosthesis. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. (B)(4). A review of the product complaint report history showed this is the first complaint against lot number 59600059. This is the first complaint submitted for a subscapularis failure. The patient is reported to have suffered a quad tear but no information was supplied that offered a reason or root cause for the tear or the poly replacement. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient having a quad tension tear. The surgeon repaired the tear and replaced the poly.